Event description:
It was reported the device has an error indicating that the device does not detect any conduction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Correction: -description text has been updated from "defibrillator/monitor" to "efficia dfm100 defibrillator monitor". -failure analysis results added. This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. The processor printed circuit assembly (pca) was delivered to the failure analysis lab for the technical evaluation by the failure analysis engineer. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The pca under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within spec, as measured by the defibrillator/analyzer. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer replaced the processor pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Correction: -description text has been updated from "defibrillator/monitor" to "efficia dfm100 defibrillator monitor". -failure analysis results added. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device had an error report, and it does not detect any conduction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.